Event description:
During the removal of the arterial line, the catheter disconnected from the hub and remained in the pt. Ultrasound was used to identify the remaining parts and was removed by surgeon at bedside.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If the product is returned in the future, the issue will be reevaluated at that time.